Manufacturer narrative:
The customer¿s report of a leak in the pumping segment was confirmed. Leak testing found that there was a small pinhole tear in the silicone segment near the upper fitment. The root cause of the silicone segment pinhole tear near the upper fitment was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving an infusion of amiodarone and the user noticed a leak at the pumping segment. The event occurred in the ICU. No patient harm reported.